Event description:
It was reported that a participant in the pulseselect study with a history of non-ischemic cardiomyopathy, hypertension, renal dysfunction, sleep apnea, and prior atrial septal defect closure at age six experienced atrial fibrillation. The individual felt unwell, with an elevated heart rate between 110 and 130 beats per minute despite an increased dose of metoprolol, and reported significant symptoms at high ventricular rates, including shortness of breath with minimal exertion. Symptoms began on (B)(6). An electrocardiogram performed on (B)(6) confirmed atrial fibrillation. The individual required a new hospitalization on (B)(6), during which treatment included an increased dose of metoprolol and electrical cardioversion. The event was assessed as possibly related to the index procedure by the investigator, but not related to the pulseselect pulsed field ablation (pfa) loop catheter, transseptal puncture, or device by either the investigator or sponsor. The outcome was reported as recovered/resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.